Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the nurses are experiencing low suction, and loss of air when plunged into the vial. Also, the needle does not seem to thread securely to the syringe and will snap off. To aid in the investigation, eight samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Additionally, three 3ml syringes filled with saline solution came in sealed packaging blisters. Each needle assembly was tested finding no connectivity or leakage issues. A device history record review was completed for provided material number 305275, lot number 0080090. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: we will continue monitoring the complaint trend for this product and symptom. Probable root cause is unknown.

Event description:
It was reported that needle integra 18x1-1/2 blunt fill experienced a case of the syringe and mating component separating, and the tip/luer of syringe breaking off. The following information was provided by the initial reporter: lately, the nurses are experience low suction, and loss of air when plunged into the vial. Also it does not seem to thread securely to the syringe and will snap off.